Event description:
It was reported that during a da vinci-assisted internal mammary artery harvest surgical procedure, the customer was unable to fire energy from the vio integrated electrosurgical generator unit (iesu). The customer attempted to use other energy cables and restart the system, but the issue remained. The customer stated that they would swap out the vision side cart for the case. The procedure was converted to another da vinci system with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that power cycling did not resolve the issue and the iesu was replaced to continue the case robotically.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. The iesu has been evaluated by the failure analysis (fa) team. Fa found errors logs that confirm various issues with detection on iesu energy ports. Fa was also able to reproduce the issue. Iesu was tested on our in-house system and errors occurred on startup.